Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient outcome was not as expected, claims blurry vision. Patient was 4 diopters myopic. A planned explant was scheduled. Additional information has been requested.

Event description:
Additional information has been requested, received and stated target was -2.00 d but patient ended up with -4.00 d. Additional information received and reported that the iol was exchanged for the same lens model but two and half diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).